Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the patient side cart (psc) was found to be damaged. The nurse was unable to provide more information. Following the alleged issue, the caller indicated the operating room team decided to convert to traditional laparoscopic surgery. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and identified communication issues. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and found the cam follower broken on the left link. The damaged cam follower was replaced to resolve the free wheel under the patient side cart (psc) that was causing difficulties to rotate and align the psc. The system was tested and verified as ready for use. The cam follower piece involved with this complaint was a field scrap item and will not be returning to isi for further investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. No image or video was provided for review. Isi technical support engineer reviewed the system logs at the time of the call into technical support and noted a series of communication errors that may be related to this system issue. A review of the procedure log was performed, but could not confirm a procedure took place with an event date of (B)(6) 2021 via system sl0570. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to the damaged patient side cart. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.